Manufacturer narrative:
Continued e1 (phone no.): (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphadenopathy and capsular contracture grade IV are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and capsular contracture grade IV.

Event description:
Healthcare professional reported "patient is requesting reimbursement due to capsular contracture baker grade IV" and "strong pain and the breasts" ¿inflammation¿ "radial folds of the implants", "signals of mastitis", "benign calcifications on both breasts" "lymph nodes on the axillary prolongments" this is for the right side device. The device remains implanted.